Event description:
Event description boston scientific received information that during the implant procedure, these coronary sinus leads dissected the coronary vein. A cardiac resynchronization therapy defibrillator (crt-d) could not be implanted due to the dissection, thus an implantable cardioverter defibrillator (ICD) was successfully implanted.